Event description:
It was reported that the surgeon was placing the x-stop device into level l3/4 interspinous space. The intraoperative fluoroscopy showed that the device was most probably not in the interspinous space. The surgeon kept the device in place and based his decision on palpation and direct vision. It was not confirmed the exact location of the device. No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company rep.